Event description:
A patient underwent infection washout and removal of an everest transverse connector six days after implantation.

Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation.

Event description:
A patient underwent infection washout and removal of an everest transverse connector six days after implantation.